Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a hcp regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the paddle lead migration. The patient had a spinous process fracture below the paddle lead entry site for an unknown reason. The patient denied any falls or accidents. The CT scan revealed that the paddle lead shifted to the right. Scans of the day of surgery and after the migration showed the movement. A lead revision was scheduled for (B)(6) 2018. Additional information from the health care provider (hcp) on 2018-jul-13 reporting that the spinous process was not fractured prior to implant of the scs system. The fracture was not related to the device or therapy. It was reported that back fluctuation and extension pulled on the site and likely caused the fracture. No further complications were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.